Manufacturer narrative:
The lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a routine generator change, the right ventricular (rv) lead experienced noise and oversensing as confirmed on the electrogram. An rv lead fracture was suspected. A kink of the rv coil was confirmed at the sleeve; the site was pressed and noise occurred. A new rv lead was implanted from the ipsilateral side and the reported lead remains in the body. No patient complications have been reported as a result of this event.